Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported that the switch emitted sparks. Examination revealed that a resistor had failed, causing the switch to smoke and no longer power the unit after the event. It also appears that the user had taken the switch apart. The switch supplier has initiate CAPA projects since the mfg date to reduce the recurrence of this problem.